Event description:
It was reported that a symptomatic patient was monitored remotely via merlin.net. Transmissions indicated noise oversensing on the right ventricular lead. No intervention was performed. The patient remained in stable condition and under remote monitoring.